Event description:
It was reported from distributor (B)(4), reported on behalf of the customer the following, ¿insert removed at 1st stage revision. Insert is delaminating." Surgeon requested it to be sent for analysis. This was not the cause of revision. Further info has been requested.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.